Event description:
It was reported that low impedance values were exhibited with the patient's right ventricular and right atrial leads. Reprogramming was done for the leads. Both leads remain in use. The clinic will continue to monitor the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr701vit ipg, implanted: (B)(6) 2003. (B)(4).